Manufacturer narrative:
(B)(4). The device was not returned; the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. Visual inspection identified force sensing resistors (fsr) were out of specification. The f-38 alarm was presented during functional testing. The cause of the conditioned was determined to be out of specification by natural wear and tear. No action was taken to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-38 alarm. No additional information is available.